Event description:
Reporter stated she had rec'd the er1 message in the past. Reporter also stated she was at fault as she had used the teststrip improperly. Reporter retested and obtained a result she was satisfied with. Reviewed training and supplied info about the control solution test to reporter.